Event description:
It is reported that during surgery in 2007, the impactor's tip broke. An x-ray revealed that the fragment of the impactor is located in the pt. The surgeon will observe the pt's progress. There are no plans of a revision surgery.

Manufacturer narrative:
Evaluation summary: broach impactor has one of the jaws fractured off from base. Knurled section shows gouge marks indicating possible impaction from side. Laboratory analysis was done to evaluate fracture surface, material, and hardness. Sem micrographs show fracture mode to be mixed brittle-ductile and appears to have occurred by repeated impact loading. Near fracture origin the fracture surface showed mechanical deformation that could have occurred during crack closing when impacted. Material and hardness of rod shaft with jaws at end meet specification. Evaluation codes: device was sectioned in order to perform hardness test, scanning electron microscope examination and energy dispersive spectroscopy analysis. Eds analysis confirmed material to be 17-4. Device also found to be conforming to hardness specification.